Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for stopper damaged/disfigured due to unknown lot number. Investigation summary: customer returned a photo of a 1cc bd safetyglide insulin syringe. Customer states that the stopper is distorted. The photo was examined and exhibited a deformed stopper in the barrel. Manufacturing will be notified of this issue. Unable to perform DHR check for stopper damaged/disfigured due to unknown lot number. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child 1204253, "on 01 oct 2019, holdrege received photo complaint for a syringe 1.0ml 29ga 1/2in bls 400 sg, catalog 305930. Only the syringe was available for review. Process: the 1ml sub-assembly and syringe assembly machine combined, assembles the 1ml syringe components (barrel, stopper, plunger, shield and needle assembly) to produce a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. A final eject station will eject the syringe if a component is not present. A visual evaluation of the photo was performed: (1) syringe with a wrinkled stopper inside the barrel. Investigation: batch number is not available. Not able to review l2l dispatches for repairs/ adjustments or DHR notifications. Root cause: root cause cannot be determined as the batch number is not available. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that one syringe 1.0ml 29ga 1/2in bls 400 sg has been found with an insecure stopper before use. The following has been provided by the initial reporter: distorted stopper.